Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the day prior to the event the customer had changed his infusion set and went to bed without bolusing due to a headache. It was reported that on the day of the event the customer started vomiting and displaying symptoms of diabetic ketoacidosis. However, the customer's blood glucose readings during that time were 181 and 120 mg/dl. It was reported that the customer then received a no delivery alarm on the insulin pump and was taken to the emergency room. At the emergency room the customer's blood glucose readings were 453 and 486 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer's mother declined to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.